Event description:
The rptr did back to back blood glucose tests within 10 minutes, using separate fingersticks. Results were 470 and 175 mg/dl. Rptr did not have any symptoms. No harm was alleged. Control solution tests were not done due to lack of supplies. On followup, the rptr confirmed the tests, but did not wish to troubleshoot, review testing technique, or provide further info for the report.